Manufacturer narrative:
Analysis of the system 9733560 fusion em (serial #: (B)(4)) found no failure. The investigation found that the image was not to protocol, and the tracer registration performed was insufficient. Software was functioning as designed. This case may be re-opened if additional information is received. Product event summary #fusion reported inaccuracy. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the surgeon reported to her that the system was inaccurate inferiorly by 1cm. They were accurate on the face but as they moved more posterior he thought it was inaccurate by about 1cm inferior to where they were touching. It showed the surgeon touching a cell and he did not believe he was on a cell. They re-registered the patient and when they navigated back to the same point, it showed the surgeon on the same location (the cell) which he acknowledged was accurate and there was a cell in that location. This occurred intra/peri-operatively with less than 5 minutes delay to surgical time to re-register the patient. There was no reported impact to patient outcome.